Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure there was a malfunction with the loader. First indication was that there was no patient contact, although in a follow up the nurse clarified that indeed there had been contact of the patient with the tip of the loader, although there was no patient harm. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separately. The device was returned inside a crumpled bag. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens was returned in a plastic specimen cup. Viscoelastic was dried on the lens. The anterior optic surface has a long deep scrape through the central optic zone (6 o'clock toward 12 o'clock position). The optic edge is split to the center. An additional crack is noted on the optic. This lens damage may have been interpreted as the reported complaint. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The reported "loader malfunction" was not specified. The device and lens were returned separately. The observed plunger tip damage may have occurred in return shipment. The lens is damaged. This damage was most likely interpreted as the reported complaint. The location and travel path of the deep scrape on the optic may suggest that a plunger override occurred during the delivery attempt. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).